Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist found that the order had received as cancelled later the day. The tse had shared the top 3 orders to ed. Holdrh unit and the last order is being to 2s-b.rh. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that none of the new patient orders are crossing over for the medes causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.